Event description:
It was reported that after inserting the intra-aortic balloon (iab), the pressure tracing could not be obtained. However, the iab was inflating and deflating properly. The customer switched over to the pressure transducer set. The problem persisted so the iab was removed in view of patient safety and the patient was shifted to the ICU. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The guide wire was returned and observed to kinked at the proximal and distal end. The returned guide wire could not be used for testing. Additionally a kink was observed on the catheter tubing approximately 59.2cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen and a catheter kink. An occlusion can cause difficulty monitoring the pressure. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).